Event description:
It was reported that during an intracept procedure, the patient vomited after the physician accessed the first pedicle. The patient had to be flipped supine to re-establish airway and the physician cancelled the procedure. The patient was sedated and there were no reported device issues. The patient was doing well postoperatively. Approximately two weeks after the cancelled procedure, the patient underwent another intracept procedure and it was completed successfully.

Manufacturer narrative:
Correction to initial emdr in block d4.

Event description:
It was reported that during an intracept procedure, the patient vomited after the physician accessed the first pedicle. The patient had to be flipped supine to re-establish airway and the physician cancelled the procedure. The patient was sedated and there were no reported device issues. The patient was doing well postoperatively. Approximately two weeks after the cancelled procedure, the patient underwent another intracept procedure and it was completed successfully.